Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms or frozen display noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm and the display was frozen. The customer's blood glucose was unknown at the time of incident. The customer stated that the buttons were unresponsive. The insulin pump was returned for analysis.